Event description:
It was reported that 3 patients and the aesthetician experienced welts and blisters following hair removal treatment with lightsheer et. All persons had previously tolerated the settings used on the incident date with no problems. Patient #1 is a female, skin type ii who had hair removal treatment on her underarm, bikini, and face (upper lip, chin, cheek) at 44j, 30ms. She developed some blisters and welts, but did not require any medical intervention.

Manufacturer narrative:
Root cause was determined to be user error in not maintaining the device. Regulatory inspection upon arrival of unit at depot found a spot in sapphire tip and spots on the energy meter glass. Both were cleaned thoroughly. An MDR will be filed due to dirty tip as agreed upon with the district office.